Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported an air detected in the cassette alarm during fill 5 of treatment. Treatment was discontinued. Patient removed the cycler cassette and observed fluid in the cassette door. Follow up with the patient indicated that the patient did not have any complications and was not prescribed any antibiotics. The set was discarded.